Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was dislodged while the customer was placing the pump within the pump case. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 70 mg/dl.